Event description:
In april 2002, a gliatech employee received a report through the FDA medwatch medicinal products reporting program. The reporter wished to remain anonymous to the manufacturer. Many portions of the report were redacted. The following is what remains on the form: "pt had mld rt l4-5 [redacted]. Returned to or on [redacted] due to mass (epidural) at rt l4-5. Tissue removed was sent for frozen section and permanent (sic). Surgery on [redacted] used adcon-l. Frozen section report showed reactive changes. Questions arose concerning use of adcon-l." No additional information is currently available at this time.